Event description:
On 5-dec-2023, penumbra inc. Became aware of a journal article titled, "endobronchial migration of a pod packing coil following embolization of a pulmonary artery pseudoaneurysm" (mclaughlin et al. 2023). The event date was not provided; however, the article was published in 2023 and documents a single case of coil embolization used to treat an actively bleeding pulmonary artery pseudoaneurysm using pod packing coils (pod pc) and ruby coils. During the procedure, a microcatheter (unknown) was advanced beyond the aneurysm and the distal pulmonary artery was embolized with multiple ruby coils. The aneurysm sac was successfully embolized with multiple pod pcs and ruby coils. At a ten-day follow-up chest radiograph, the physician found that a pod pc was beginning to unpack and migrate. The following day, the radiograph imaging revealed that the pod pc had migrated into the left main bronchus. The physician decided to cut the pod pc wire with endobronchial scissors and a loop cutter, and the pod pc wire was retrieved via bronchoscopy. A combination of ultrathin bronchoscopy and therapeutic bronchoscope with the biopsy forceps was then used to push the free end of the pod pc back into the necrotic cavity at the level of the left lower lobe airway. Following the bronchoscopy, it was reported that a significant part of the pod pc remained visible distally in the lingula and communicating left lower lobe anteromedian basilar segment cavity. The patient tolerated the procedure well. The patient improved clinically and was extubated successfully and discharged home the following week. It was also reported that pulmonary angiography demonstrated active extravasation of contrast material from the pulmonary artery pseudoaneurysm, suggesting the presence of a small arterial to bronchial fistula that might have contributed to the coil migration. Erosion of the adjacent bronchus wall may have occurred due to the proximity of the necrotic cavity formed by infection with mycobacterium tuberculosis.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2024-00004.